Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The customer reported that the system was automatically restarting. The philips remote service engineer (rse) checked the system remotely and found that there was no issue with the system. The user and the philips engineer has monitored the system and confirmed that the issue has not occurred. The system was in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was automatically restarting. No harm was reported to philips. Philips has started an investigation of this complaint.